Event description:
The user facility reported that the catheter "broke off" during withdrawal. During follow-up communication, the user facility provided the following additional information: the glidecath had been navigated through the struts of a stent during the procedure; resistance was encountered while pulling the device back through the stent; the physician attempted several techniques including rotating the catheter to relieve the resistance; the catheter subsequently broke when the physician "applied greater force"; the detached distal portion of the catheter was able to be retrieved; and the procedure was completed with reportedly "no additional complications."

Manufacturer narrative:
Results and conclusions: based upon evaluation of user facility information and pictures of the involved sample; based upon testing of reserve samples. The involved device is currently in shipment to the manufacturing facility for evaluation. However, photographs of the device have been examined. Visual inspection of the photographs of the involved device confirmed that the catheter material had been severely damaged, and eventually, separated in 2 different locations along the catheter. Inspection of the retained sample from the reported lot confirmed that there were no defects or anomalies. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined, the event description and returned sample appearance are consistent with the catheter having been damaged as a result of continued attempts to withdraw the device against resistance. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. A follow-up medwatch will be submitted if any significant new information is obtained from direct examination when the sample is received by the manufacturing facility. (B)(4).